Manufacturer narrative:
Additional information: (B)(4). The esheath was returned to edwards lifesciences for evaluation. The sheath was returned with the delivery system fully inserted. Visual inspection of the sheath revealed liner delamination at the distal tip approximately 0.5 inches in length. The marker band was not present in the returned device and was not returned for evaluation. Examination supports that sufficient adhesive was present to encapsulate the marker band. Distal sheath tip damage was observed. Five (5) kinks were observed on the sheath shaft. Severe scratches along the entire sheath shaft were also observed. No other visual abnormalities were observed. No functional testing could be performed due to the condition of the returned sheath. No applicable dimensional testing could be performed on the returned sheath related to the sheath distal tip separated marker. A review of imaging from the case was also performed. Imaging also indicated very tortuous, kinked iliac arteries, thoracic aorta and abdominal aorta. The aortic valve was heavily calcified with calcification on the leaflets and annulus. Moderate aortic insufficiency (ai) with a horizontal aorta was also observed. Review of the case cine imaging confirmed that the esheath c-marker band dislodged from the distal sheath tip following attempts to retrieve the crimped sapien 3 valve into the sheath. During manufacturing, the esheath undergoes 200% final visual inspection by manufacturing and quality. The sheath is inspected for wrinkles, kinks, bend or mechanical damage, circumferential oriented surface defects, protruding or missing materials, dents and cuts. The cross linking of the hdpe is inspected. The sheath is also inspected for holes, tears, delamination, remnant lines, seam separation and stress lines in the liner. The tip and tip interface are also inspected under magnification for tears, serrated transition, hoes or rough surface. Product verification (pv) testing is also performed on samples from the manufacturing lot. During pv testing, the expansion force of the sheath is evaluated. All samples inspected passed acceptance criteria. These inspections and pv testing support that it is unlikely that a manufacturing non-conformance contributed to this event. In this case, the complaints for the sheath shaft resistance with the delivery system and sheath distal tip separated marker were confirmed based on case imaging review and the visual inspection of the returned device. However, no manufacturing non-conformities were identified that could have contributed to the reported event. Procedural factors (non-optimal withdrawal angle/coaxility of the delivery system during removal, excessive force during retrieval), in addition to patient factors (access vessel tortuosity and calcification) likely contributed to the resistance with the delivery system and the delamination of the sheath distal tip and subsequent exposure and separation of the marker band. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-02901.

Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-02901.

Event description:
During a transfemoral tavr procedure, following the placement of a 14fr esheath, balloon aortic valvuloplasty (bav) was performed. The bav went smoothly with no complications reported. When advancing the commander delivery system and a 26mm sapien 3 valve through the sheath, an ¿exceptional¿ amount of force was required to advance the delivery system. This was thought to be due to the tortuosity in the iliac and a kink in the sheath. During the initial alignment of the delivery system and valve, there was a lot of stored torque/tension in the delivery system. The delivery system was pulled back and the tension was released. Initial alignment was performed again and there was still stored torque/tension. The delivery system was pulled into the thoracic aorta, the tension was released and the delivery system was pulled to a straighter section and aligned in a straighter section; stored tension was still reported. Fine alignment was then attempted, but the valve would not move past the mid marker on the balloon, the inflow would not go past the middle marker on the balloon during fine alignment. Various unsuccessful attempts were made to release the tension. There was so much tension that the valve appeared to be over the tip of the flex catheter. There was concern of possible damage to the balloon and the decision was made to remove the system and prep a new delivery system and valve. The team was unable to pull the valve back into the esheath. It looked like the valve had expanded slightly due to the valve alignment process and it could not be pulled back into the sheath. During the attempts to pull the valve back in, the tip of the sheath was torn off. The valve was deployed in the lower abdominal aorta and the delivery system and sheath were removed as a unit. A 20fr esheath was then placed in the groin to maintain hemostasis. A wire was used to snare the tip of the sheath/marker band and remove it from the patient. At this point, the patient¿s blood pressure became ¿soft¿ in the 70s/80s mmhg. An aortogram was performed. Nothing ¿glaring¿ was observed; however, a dissection/tear in the aorta was suspected. Ivus was also performed. A stent graft was ultimately placed in the thoracic aorta. The patient was still becoming ¿profoundly¿ hypotensive. The tavr procedure was stopped and the wire was removed. A hemothorax was found of the left side. The patient¿s chest was opened and a left ventricle perforation from the wire was found. The perforation was not able to be repaired and the patient expired during the procedure. The native annular diameter measured 23mm x 29mm by CT. 2+ pericardial calcium in the lvot was reported. Moderate thoracic tortuosity and moderate access vessel calcification was also reported. ¿a lot of intramural calcification¿ was reported and during the open chest procedure. The pericardial sack was observed to be adhered to the area where the perforation/tear had occurred. In was speculated that the wire had acted like a ¿fulcrum¿ and tore the pericardial sack.